Manufacturer narrative:
(B)(4). (B)(6). (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator failed. The "on" light of the external pulse generator was not showing; the external pulse generator was off and would not turn on, and it was stated that a new battery had been placed in the external pulse generator before the time of the event. The battery of the external pulse generator was changed, and the external pulse generator turned on. Multiple follow-up attempts asking about patient outcome were made without success. The external pulse generator underwent a service inspection two weeks following the event; a new battery was inserted in the external pulse generator, and all tests passed. The status of the external pulse generator is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.